Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced weak signal alarm and low suspend alarm. The customer's blood glucose value was 400 mg/dl when they woke up. The customer stated that the pump triggered threshold suspend. The customer stated that sometimes the sensor cannula is bent. The product was not returned for analysis.